Event description:
Country of complaint: (B)(6). During application the locking ring of the quintex semiconstrained screw 4.0c18mm came out. No operation time delay. No pt harm/injury.

Manufacturer narrative:
Mfg site investigation: eval on-going.